Manufacturer narrative:
10: device available for eval: yes, d10: returned to manufacturer on: 11-july-2023. H.6 investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed. The sleeve was found to be placed backwards on the non-patient cannula. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd determined that the root cause of the indicated failure mode was attributed to broken bits of sleeves mixed in with good sleeves. This caused sleeves to be oriented improperly. As a corrective action the sleeves were removed from the hopper and replaced with good sleeves. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter after connecting a luer adapter to a holder, blood drained from the np needle. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: according to the customer's report, during blood collection after connecting a luer adapter to a holder, blood drained from the np needle. Blood did not in contact with hcp. The customer suspects that the rubber sleeve was already torn prior to use.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter after connecting a luer adapter to a holder, blood drained from the np needle. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: according to the customer's report, during blood collection after connecting a luer adapter to a holder, blood drained from the np needle. Blood did not in contact with hcp. The customer suspects that the rubber sleeve was already torn prior to use.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.